Event description:
Three days after the procedure, the patient's condition worsened and ECG changes were noted. The patient was taken to the cath lab where repeat angiography demonstrated thrombus in both of the cypher stents previously implanted. A balloon angioplasty was conducted with a 2.75 x 15mm balloon to 14 atms for 30 seconds. An additional dilatation was performed with a 3.0 x 14mm balloon to 6 atms for 30 seconds. The procedure was completed and the patient was said to be in stable condition. Per the physician, the cause of the sat was due to the fact that the patient could not take ticlopidine hydrochloride. Approximately three weeks after the index procedure the patient was discharged in stable condition.